Manufacturer narrative:
Investigation found that pump had no error code 13 in pump's history, but failed diode d7 test. New pcb board was replaced to solve the issue. Reference recall z-0294-2013

Event description:
Information received indicates that pump experiences error code 13. The complainant is unable to provide any additional information.